Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, constant upstream occlusion was not reproduced. A review of event history log revealed upstream occlusion messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be upstream sensor calibration values out of specification. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.